Manufacturer narrative:
Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available.

Event description:
It was reported that there was a malfunction resulting in defective fuse causing complete loss of ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer replaced the fuse to resolve the issue. A: no report of patient involvement. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.